Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section d5 which was incorrectly captured in the initial report was corrected and section h6 updated in this report.

Manufacturer narrative:
Additional information was received on jul 10, 2024, and manufacturer submitted previous MDR report 2518422-2022-74899-1 with incorrect h11 verbiage, it should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache and also visualization of particles related to a bipap device's sound abatement foam. Additional information was received about the allegation of advanced congestive heart failure. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed evidence of liquid ingress in/on the blower and throughout the blower box. A deep scratch was observed on the top enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that there was no evidence of sound abatement foam. Sections b7, d9, h2, h3 has been updated in this report. Section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes, health effects - impact code was corrected, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-74899-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects: impact code was corrected. The manufacturer had initially coded advanced heart failure under section h6 as a clinical condition. However, upon clinical review, it was determined that this represents the patient's pre-existing health condition. Accordingly, the information has been updated in section b7.